Event description:
The customer reported 4 incidents of air in blood alarms followed by the pt's becoming symptomatic. Three incidents were on a phoenix machihe, (refer to MDR 9616240-2007-00016, MDR 9616240-2007-00017, and MDR 9616240-2007-00018) and one on phoenix, (refer to this report). The pt was on treatment for 40 minutes of her 4 hour treatment when the machine had multiple air in blood alarms. The staff cleared the alarms, but the pt began to complain of chest heaviness, tingling in her fingers and that her tongue felt thick. The staff noted that the pt's speech was somewhat altered. The pt was placed on her left side and was placed on oxygen at 2 liters. The treatment was terminated, returning the pt's blood. An add'l 200 cc of normal saline was adminstered for hypotension. The pt was sent to the emergency room (ER) and admitted. The pt received hemodialysis that evening as an inpatient.